Manufacturer narrative:
H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-apr- 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 119 and 124mg/dl using true metrix meter compared to 95mg/dl using another device. The customer¿s expected am fasting blood glucose test result is 95mg/dl and expected fasting post prandial result is 140mg/dl. The customer feels well and did not report any symptoms. Customer stated she had called her doctor's office on (B)(6) 2021 due to the results obtained and was advised to contact the manufacturer. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2021 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).